Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 corrected field: h11 it was reported that during a preventative maintenance (pm) on the cardiosave intra-aortic balloon pump (iabp), there was battery maintenance error. There was no patient involvement. The getinge field service engineer (fse) calibrated the batteries. The fse performed full functional and safety tests. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a

Event description:
It was reported that during preventive maintenance performed by a getinge field service engineer (gfse), the cardiosave intra-aortic balloon pump (iabp) had a battery maintenance error. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h11. Corrected fields: b5, d4 UDI.

Event description:
It was reported that during preventive maintenance performed by a getinge field service engineer (gfse), the cs300 intra-aortic balloon pump (iabp) had a battery maintenance error. There was no patient involvement.

Manufacturer narrative:
The getinge field service engineer (fse) calibrated the batteries. The fse performed full functional and safety tests. The iabp was returned to the customer and cleared for clinical use.